Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 30 mg/dl. Customer had a seizure due to hypoglycemia. Customer also reported that there was a big blank discoloration, black part on the screen but no physical damage or crack. It is unknown whether the customer was using the auto-mode feature. Customer declined troubleshooting for low blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank display due to vertical cracked liquid-crystal display controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.